Event description:
On (B)(6) 2009, the patient reported that she received an e2 (battery depleted) error on her infusion device but she did not receive the a2 (battery low) alarm. Review of the alarm history of the infusion device showed an e2, but not a2. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.